Event description:
It was reported to philips that both the frontal and lateral stands failed to produce x-rays. There was no information regarding device use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.